Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, it was noted that the device battery was swollen. There were no reports of any adverse pt events of delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided